Event description:
The device was used for ptcd. The procedure was conducted as labeled with median approach. The patient ad normal anatomy. Twenty-one g needle was used for puncture with median approach. After the physician inserted 0.018 inch wire guide, he attempted to insert dilator set over the wire guide, but the dilator could not be inserted over it. Fluoroscope confirmed that about 5cm-6cm wire guide tip separated and remained in the patient's body. The physician decided to take a wait-and-see approach without removing the separated tip. The patient was transferred to another hospital with the separate wire tip remained inside. On (B)(4) 2012, additional information was provided: the reason of having taken a wait-and-see approach without removing the separated tip was that there had been no problematic symptom to the patient observed. On (B)(6) 2012: the patient was transferred to another hospital (the hospital name unknown). The physician has no plan to remove the retained wire guide, but when it is needed, he is going to conduct the procedure using a cholangioscope and foreign body removal device.

Manufacturer narrative:
(B)(4).